Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. The patient received 2 scs leads with different lot numbers. Reference MFR. Report: 1627487-2012-03129. It was reported the patient is not receiving adequate stimulation. Lead diagnostics showed invalid impedance values for the left scs lead. The patient is working with his physician to determine the next course of action.